Event description:
Additional information was received on 9jan2020: it was reported that the patient completed antibiotics on (B)(6) 2019 and had no further complaints.

Manufacturer narrative:
The patient previously experienced driveline infections on (B)(6) 2018 which is reported under MFR report #2916596-2019-01612. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months, 11 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the emergency room due to abdominal pain around the driveline and a possible lump under the skin. CT of the abdomen was negative for fluid collection or abscess. The patient denied fevers and had no leukocytosis. The patient was discharged with orders to take ciprofloxacin and doxycycline for 7 days.